Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a plastics case, while activating the coag button on the plasmablade device, it was reported that the activation tone changed from the coag tone to the cut tone. It was not confirmed on the generator displayed, but it is believed that the device reverse activated. This issue occurred a few times during the case. There was no impact or injury to the patient.